Manufacturer narrative:
Glare, halos, and ghost images are listed in the device labeling as known potential risks. Complaint reference number: (B)(4).

Event description:
Patient follow-up was requested from the investigator and study personnel, who provided the following additional information. On (B)(6) 2017, the inlay was explanted in order to address grade 2 central corneal haze. The haze did not result in decreased best corrected distance visual acuity (bcdva); however, the patient reported experiencing glare, halos, and ghost images. Additional information is being requested.

Manufacturer narrative:
The device history record review of the manufacturing lot was performed and there were no discrepancies or unusual findings related to the reported issue. Corneal haze is listed in the device labeling as a known potential risk. (B)(4).

Event description:
The patient was enrolled in the ide study and underwent implantation of the investigational corneal inlay in the right eye on (B)(6) 2013. The ide subject presented with corneal haze at the 48-month postoperative visit and was prescribed durezol. The patient was examined one month later and had not responded to treatment so the inlay is scheduled to be explanted. The location of the haze and impact on vision is not known at this time. Additional information has been requested.